Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer had failed to close. The field service engineer (fse) found that the auxiliary drawer 3 latch sensor was not reading correctly. Although the drawer was physically closed, the system indicated a failure to stay closed. The station was powered off, and the drawers were removed for inspection. The latch sensor was reseated, and the station was rebooted, but the controller module board did not register the drawer as closed. The station was powered off again, and the latch inseparable was replaced. After rebooting, the hardware recovered successfully. The pyxis bus cable was reseated, and latch and position sensors were tested. Rail guard tension on auxiliary cabinet drawers was loosened. Hardware was tested via the application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a full-height drawer that failed to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.